Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. Operative notes from sep 6, 2005 demonstrated that the patient¿s right knee was revised due to loosening. During the revision, unk manufacturer product was replaced with lcck components. The patella bone noted to be thin with vertical nondisplaced fracture. Cancellous allograft bone used for distal femur and proximal tibia. Revision op notes dated sep 4, 2019 demonstrated that the patient was revised due to femoral and tibial components loosening, and patella implant fracture. During the revision, moderate to severe tibial bone loss. Severe femoral bone loss. 23mm poly ps patella fractured vertical midline ¿ patella removed as loose & not revised. Tracked ok. Femoral rotation off trochlear axis. Tibial rotation off tibial tuberosity. Synovectomy performed. X-ray review demonstrated that right total knee arthroplasty with possible irregularity of the central locking pin mechanism within the joint space. There are also multiple sclerotic lines diffusely surrounding the femoral and tibial stems which could indicate early loosening. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d6, g4, g7, h2, h10.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision to address femoral loosening approximately fourteen (14) years post-operatively. The sales representative present at the case suspected that the tibia may have also been loose, however, no confirmation has been received at this time. Initial operative notes received did not identify any intraoperative complications during implantation. Revision operative notes identified moderate to severe tibial bone loss and severe femoral bone loss. There was no evidence of infection, however, the patella had fractured vertical midline. The loose portion of the patella was removed, however, the rest of the patella was not revised as it tracked well. The femoral rotation was noted to be off on the trochlear axis and the tibial rotation off in tibial tuberosity. No additional patient consequences were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant devices: nexgen anterior femoral precoat augment block, catalog #: 00599003531, lot #: 55060400; nexgen preocat femoral augment plock size e 10mm, catalog #: 00599003520, lot #: 60216997; nexgen precoat femoral augment block size e 5mm, catalog #: 00599003510, lot #: 60043933; nexgen precoat femoral augment block size e 10mm, catalog #: 00599003502, lot #: 60198344; nexgen precoat femoral augment block size e 5mm, catalog #: 00599003501, lot #: 60193428. Report source foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event. 0001822565-2019-04212, 0001822565-2019-04213, 0001822565-2019-04214, 0001822565-2019-04215, 0001822565-2019-04216, 0001822565-2019-04217. Investigation incomplete.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision to address femoral loosening approximately fourteen (14) years post-operatively. The sales representative present at the case suspected that the tibia may have also been loose, however, no confirmation has been received at this time. No additional patient consequences were reported. Attempts have been made and no further information has been provided.